Event description:
Kinked cannula led to high back pressure, which caused the membrane to leak. The unit was changed out. No pt injury or further complications occurred as a result of this event. No further details are available.